Event description:
It was reported that a revision surgery was performed to replace the patella component that had dislocated.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device shows damage to the outer diameter, most damage is to the pegs on the bottom side of the device. The part and lot number is unknown for this device. An evaluation performed by our research lab noted the patella appeared to have adequate cement adhesion in the cement pocket. All three posterior pegs showed signs of plastic deformation. Wear was noted on the articulating surface. Damage was noted on the posterior surface of the patella; this potentially occurred during removal. Based on the information provided, it is unclear why the pegs of the patella deformed. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).